Event description:
The patient reportedly fell in the bathtub and subsequently experienced a loss of lock with his internal device. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.